Event description:
Patient reported curlin pump issue. Patient is infusing hyqvia via curlin and has down occlusion alarm. Troubleshooting was completed with patient (change tubing, unclamp, open door, etcetera). Patient restarted infusion as it alarmed at fourth step. Registered pharmacist was on the phone with patient while patient was on fourth step of restart and pressure currently around 745. Down occlusion will alarm at 900, registered pharmacist will reach back out to patient in 30 minutes to see where pressure is at and if patient can finish infusion. Registered pharmacist reached back out to patient and tried reprogramming pump to 200ml/hr for remainder of infusion, approximately 350ml left. Patient is still getting down occlusion, likely due to pressure in existing tubing. Patient requested new pump to be sent. Pump serial number currently checked out: 250120, expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hyqvia - 50gm. Hyqvia indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - unknown is device associated with event available for return? - unknown.